Event description:
Information was received from a friend or family member of a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient¿s first implant got infected and that they held the infection for 8 months. It was noted that the infection was confirmed, but the strain was unknown. The patient was given both shot and intravenous antibiotics. A total system explant was performed where it was flushed out, left open, and packaged for infection to heal before the second implant could be placed. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.